Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 426 mg/dl and treated with insulin by injection. Customer did not feel okay to troubleshooting. It was unknown that the customer was used auto mode feature or not. The device will not be returned for analysis.